Manufacturer narrative:
A4: patient weight requested and not provided. Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. According to the account, the low flow alarms were due to bleeding. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported bleeding could not be conclusively determined through this evaluation. The controller event log file contained events from 05apr2023 through 07apr2023. Transient low flow alarms were captured on (B)(6) 2023 which were associated with slightly elevated pulsatility index values. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the reported bleeding; however, no additional information was provided. The patient remains ongoing on hm3 lvas, serial number (B)(6) . The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding and right heart failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was revealed that the patient had low flow hazard alarms due to bleeding. The alarms resolved after the patient received a blood transfusion. The flow readings appeared to normalize above the alarm threshold following the final set speed changes.